Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Stocked sensors were returned because low reading matter occurred frequently.